Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Internal testing by abbott identified two software defects affecting the use of sample identification (sid) or patient identification (pid) with the accelerator decision manager (adm). Abbott determined that sid or pid numbers that contain more than 12 characters are truncated (shortened ) to the final 12 characters by adm. A survey of existing adm users indicated that no laboratories are using more than 12 characters for sid/pid. The truncation of sid or pid may result in test orders and results matched to the incorrect sample or when a matching sid to the truncated sid does not exist, a negative query may occur. Abbott has not received any reports of adverse events related to this issue.